Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. (B)(6). Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that a patient presented with a fifth metacarpal oblique fracture. The surgeon chose to use 1.5mm lp modulzar mini fragment set. The metacarpal was reduced and held in place with 1.0mm k-wire and a 1.5mm lcp condylar plate and fixated with a single cortical screw. An x-ray indicated that the screw placed was one to two millimeters too long. The original screw was removed and replaced with a screw that was two millimeters shorter. Two more screws were placed, and they were also one to two millimeters too long. These longer screws were also removed and replaced with shorter ones. The depth gauge being used (319.11) was from the mini fragment set, which is meant for 1.5mm and 2.0mm screws. The surgeon thought that the depth gauge was not allowing proper depth reading. Changing the screws caused a delay in the procedure of approximately five minutes. The surgeon was able to complete the procedure successfully. This is report 1 of 1 for complaint (B)(4).